Manufacturer narrative:
(B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 13.7mm, tmicl13.7, -15.5/3.5/105 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2021 the lens was exchanged for a different model and power lens due to glare/haloes. This exchange did not resolve the problem. The reporter stated "glare/aberations improved but still present. Plan on doing lasik for residual refractive error." In the reporters opinion " device and patient-related factor" was the cause of this event. For cause details the reporter stated " device causes mild aberations- pt very sensitive to aberations".